Event description:
The customer would like to receive a clinical audit analysis for that patient on bed kb746 from (B)(6) 2022 at 17:50pm to (B)(6) 2022 :3:51am. Patient expired (B)(6) 2022 at 3:51am would like to know weather alarms were properly displayed at the surveillance.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched for onsite service. The fse collected the logs and they were forwarded to a philips clinical product specialist (cps) for review. The pic ix log review for (B)(6) 2022 indicated telemetry battery inoperative messages. The battery was promptly replaced. Annotation stored is documented at 20:03 and 1:14. There was no alarming during the evening of (B)(6) 2022. The cps found that at 1:14 on (B)(6) 2022 the patient was in sinus rhythm and this was confirmed by someone at the hospital. This was followed by several brady alarms and extreme brady down to heart rate (hr) 34 at 2:01 on (B)(6) 2022 (which was paused). From the provided strip, it can be confirmed that asystole began at 2:02 on (B)(6) 2022 (almost immediately after the extreme brady alarm). The asystole found in the strip did not alarm because the user selected pause all alarms as a response to the extreme brady. The pic ix is designed to turn all alarms sounds off when used in this manner. Asystole alarmed at 2:04 on (B)(6) 2022 once the pause alarms ended. The alarm pause duration is configured for 3 minutes and the device design is for alarms to automatically resume after the configured pause time ends. The alarm was then paused again from the pic ix. This was followed by ECG leads off for 45 minutes which was acknowledged at 3:12 on (B)(6) 2022 there was no product malfunction. This is considered a user issue as the asystole found in the strip did not alarm because the user selected pause all alarms as a response to the extreme brady alarm. A letter was provided to the customer explaining the findings. No further investigation or action is warranted at this time.